Manufacturer narrative:
(B)(4).

Event description:
According to the reporter: the gun was positioned ready for firing. The surgeon then wanted to reposition the gun and the head of the gun was found tilted indicating that it had already been fired. Another gun was opened, positioned, and fired. During the leak test, it was noted that part of the stapling was not properly formed. Sutures were placed to create the anastomosis. There was damage to patient's tissue. The event resulted in unanticipated resection and loss of tissue. Operative time was extended by more than thirty minutes.